Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient was in atrial fibrillation during procedure. The landing zone dimensions of the appendage were 26.86mm and 27.8mm on angiogram. During the procedure, multiple repositions of the device were performed. Close criteria were met before tension test was carried out. Compression of the device was present. The device was implanted. On transthoracic echocardiogram (tte), it was determined that the amulet occluder was no longer in the appendage and had embolized to the mitral valve. No intervention was initially performed to removed the device, and the patient was transferred to another hospital. It was unknown what intervention was performed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient was in atrial fibrillation during procedure. The landing zone dimensions of the appendage were 26.86mm and 27.8mm on angiogram. During the procedure, multiple repositions of the device were performed. Close criteria were met before tension test was carried out. Compression of the device was present. The device was implanted. On transthoracic echocardiogram (tte), it was determined that the amulet occluder was no longer in the appendage and had embolized to the mitral valve. No intervention was initially performed to removed the device, and the patient was transferred to another hospital. It was unknown what intervention was performed. The patient status was stable.